Manufacturer narrative:
Second trial lead used: lot # 9017187555; model # 102880; catalog # 3034. The leads were discarded. The root cause is not able to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "cerebrospinal fluid (csf) leakage". The manufacturing records were reviewed. The product met all requirements for release, with no anomalies noted.

Event description:
Following completion of a trial implant for the evoke spinal cord stimulation (scs) system, trial leads were removed and a cerebrospinal fluid leak was identified. A blood patch was administered. The patient was evaluated in the emergency department and was treated with sutures for a dural tear.